Event description:
Pt in phototherapy booth for treatment. Unit did not shut off at end of treatment. Main electrical switch shut off. There are 3 relay switches. One was found to be stuck in the "on" position.